Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Cer 1 of 2 - (B)(4). Cer 2 of 2 - (B)(4). Relating to cer (B)(4), a second pair of scissors were opened and found to also be blunt. These scissors came from the same lot number as those in cer (B)(4). Additional information received via email on december 2, 2019 from customer relations (B)(6). The two event samples have not been returned. Patient status: patient is fine, and completely unaffected intervention: product was replaced with another.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Testing was performed on the representative units. Engineering was unable confirm that the scissor blades were dull and the complainant¿s experience could not be replicated. The representative units met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Cer 1 of 2 - 2019-002799; cer 2 of 2 - 2019-002800. Procedure performed: lap chole. Relating to cer 0001014453, a second pair of scissors were opened and found to also be blunt. These scissors came from the same lot number as those in cer 0001014453. Additional information received via email on december 2, 2019 from customer relations the two event samples have not been returned. Intervention: product was replaced with another. Patient status: patient is fine, and completely unaffected.